Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex(device #1) may have caused or contributed to the reported event. The attorney alleges the device was removed during subsequent surgery; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2003 the patient underwent surgery for an incisional hernia repair with mesh. As reported, the patient was implanted with two (2) of the hernia mesh devices, a bard/davol ventralex hernia patch (device #1) and a bard/davol composix kugel hernia patch (device #2). It is alleged that "after the implantation of the hernia mesh devices, patient began to suffer extreme disabling pain throughout her body." As reported, in (B)(6) 2017 or (B)(6) 2017 the patient underwent surgery for the removal of the hernia mesh devices (device #1 and #2). It is alleged by the attorney that the patient was caused to suffer, and continues to suffer, severe personal and permanent injuries, pain and suffering, severe emotional distress, anxiety, depression, disability and impairment due to the alleged "defective" products.